Event description:
Healthcare professional reported "intracapsular rupture on left device" diagnosed by ultrasound. Biopsy showed "fibrosis in the periprosthetic capsule, histiocytic reaction to foreign matter of the device and cd30 negative". Device was explanted and replaced with a non allergan device. Record is for left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health impact codes): f15, f2201.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "intracapsular rupture on left device" diagnosed by ultrasound. Biopsy showed "fibrosis in the periprosthetic capsule, histiocitary reaction to foreign matter of the device and cd30 negative". Device was explanted and replaced with a non allergan device. Record is for left side.

Event description:
Healthcare professional reported "intracapsular rupture on left device" diagnosed by ultrasound. Biopsy showed "fibrosis in the periprosthetic capsule, histiocitary reaction to foreign matter of the device and cd30 negative". Device was explanted and replaced with a non allergan device. Record is for left side.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as surgical impact opening (shell thickness was within spec). ¿ inflammation/irritation: unable to observe as it is not related to the device. Additional observations: ¿ observed non-penetrating nicks. No further actions are required as no manufacturing issues are observed.